Event description:
It was reported a lead integrity alert indicated the lead displayed high impedance and over-sensing. Of note, the high impedance measurement could be provoked with pocket manipulation. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.